Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. An incorrect offset value for patient positioning may be calculated during image review on oncologist 4.2 after image center calibration has been performed on rtt 2.x or rtt 4.1 in case a clipped drr is used. The complaint behavior may potentially result in a serious injury (dose to wrong location) if the incorrect offset is not detected and applied for several fractions. Probability: preliminary c (remote). There has been no mistreatment or injury reported. Our workflow recommends using the clipping function for drrs to enhance the image quality during fusion of the images if required. A wrong offset calculation may only occur, if the user expects, that there was an error during the previous image review and tries to correct this error without further investigation. It is possible to detect the issue when the electronic reticule is used to compare the image center with the burned in reticule of the drr. No other products are affected. A final corrective action decision and subsequent action is pending further investigation.

Event description:
A potential product issue has been identified internally during testing with our artiste accelerator and its associated component syngo oncologist version 4.2. In the abundance of caution this issue is being reported. There has been no mistreatment, injury or adverse event reported. It has been found internally that during an image review workflow review, while using the image review feature and a clipped drr on oncologist 4.2, an image shift can occur and possibly lead to a mistreatment. This issue may occur when the user has already performed an image center calibration on rtt 2.1 or rtt 4.1. In this case, the image will be displayed as if the image center calibration has been performed twice. The user can then activate the electronic reticule and detect the wrong shift. However, it may occur that the user relies on the display of the images and inadvertently applies the incorrect patient shift for subsequent treatments. This event is not associated with any specific device.